Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic transurethral resection of a bladder tumor (turbt), while using the resectoscope, the tip of the sheath broke off in the patient¿s bladder. The broken piece was retrieved in one piece and fit perfectly onto the resectoscope. The procedure was completed, and there were no further reports of patient injury.additional procedure details were received from the customer. The procedure was a "right ureteroscopy; right cystoscopy w/stent; right cystoscopy removal stent; turp transurethral resection prostate litholapaxy; basket stone extraction". The customer reported additional procedural complications occurred unrelated to the broken device. During the cystoscopy the physician lost access to the right ureter when the right ureteral stent came out at the beginning of the case when trying to cannulate it. Unable to cannulate from below so had to prep the patient's right percutaneous drain and obtain antegrade access. Successful antegrade access obtained but due to right ureteral edema along with tortuosity, unable to visualize previously seen stone in the mid to distal ureter. The physician made the decision to leave 2 ureteral stents for potential future surgery and reported the patient had significant prostatic bleeding secondary to prostatic hyperplasia and instrumentation. A partial transurethral resection of prostate tissue was performed and hemostasis achieved at the end of the case. It was reported continuous bladder irrigation was running at the end of the case to ensure hemostasis with plan to ideally remove foley catheter on postop day 1 if the bleeding was controlled.additionally, medwatch report mw5174486 received and reports: ¿while using the resectoscope the tip of the sheath broke off in the patient. Physician had inserted the scope and a loop electrode. He was working on the tur-bt and saw a piece had broken off in the bladder. Physician was able to retrieve the broken piece and it fit perfectly on the resectoscope. There was no harm to the patient. ¿